Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-06-19, crts (rep): information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had a sudden lack of symptom control since (B)(6) 2018. They will turn the ins off/on several times and about a day later their therapy will return to normal. The electrode and group impedances were within range. This was not positional and happens about once a month. Increasing the voltage does not help with the symptom return. When the patient reboots the ins, the patient programmer confirms the ins is on and no messages appear. No known activity or event prompted this issue. No further complications were reported as a result of this event.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that a cause was not determined and the issue is intermittent and they can't tell if it has resolved. This information has been confirmed with the physician.